Event description:
Customer reported their meter/lab comparison was lab 132, one touch ultra meter 88 within 21-30 mins (a result of 2mg/dl per min and 33% difference). No symptoms were reported. Customer did not have control solution to perform qc test. There was no allegation of harm.